Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to anterior and posterior implant dislocation.

Manufacturer narrative:
The associated complaint device was not returned. It has been communicated by the clinical investigation team that no additional relevant clinical documents are available for inclusion in the medical assessment. A review of manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed lot/failure mode (71342312/(B)(4)). A review of complaint history revealed prior complaints for the listed part 71340007, no prior complaints for the listed lots (13asm0096 and 12jsm0041). Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.